Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence and cystocele with concurrent cystoscopy and anterior extraperitoneal sacral colpopexy. It was also reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding, neuromuscular problems, vaginal scarring and permanent nerve damage to left hip and leg. It was reported that the patient underwent vaginal removal of anterior mesh on (B)(6) 2009 due to chronic pelvic pain.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient experienced urinary tract infection, urinary frequency, dysuria, vaginal lesion, and incomplete bladder emptying.